Event description:
Review of a journal article revealed that an epilepsy pt had seizures that were refractory to vns therapy. No add'l info was given. Good faith attempts for add'l info have been unsuccessful to date.

Manufacturer narrative:
Duhaime, ann-christine, et al. "Hemispheric disconnection for intractable epilepsy using intraoperative stereotactic guidance; report of five pediatric cases."